Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient had a fall couple months ago. As such patient experienced discomfort (described as soreness) at the scs ipg site. Surgical intervention may be pending to address the issue.

Event description:
Follow-up information identified the patient had a ipg pocket revision on (B)(6) 2018. The physician moved the ipg deeper in the pocket. After the procedure, the patient was satisfied.